Manufacturer narrative:
Image analysis: two images were received which show the strain relief and luer. The stylette's luer is also visible. The stylette is loaded in the device. There does not appear to be an damage visible in the images. It is not possible to confirm the event from the images. Additional information: the aspiration issue was noted on the first attempt. The patient was discharged. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: initial reporter's phone number. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that an attempt was made to use one export advance aspiration catheter during a procedure and there was damage to the side hole at the end of the catheter tip. The damage occurred when advancing the device in the vessel/across the lesion. It was also reported that the suction had no affect. The device was inspected after removal from packaging with no obvious abnormality noted. A little bit of resistance was noted during the insertion/delivery of the device. No excessive force was used. The use of the device was described as general. There was no obvious resistance during removal of the device. After discovering the abnormality, the device was replaced with a new device to complete the surgery. No patient injury reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.